Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01192 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported by the customer that they are having issues seeing images on the bd synapsys¿. There was one occurrence in this event with no patient impact. The following issues were provided by the customer: "syn - issues with seeing images."

Event description:
It was reported by the customer that they are having issues seeing images on the bd synapsys¿. There was one occurrence in this event with no patient impact. The following issues were provided by the customer: "syn - issues with seeing images".

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.